Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) delivered pacing while outside of the body. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) delivered pacing while outside of the body. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.